Manufacturer narrative:
Method: risk assessment; results: the customer reported event was confirmed via correspondence with the sales representative. Visual, dimensional and functional analysis could not be performed as the device was not returned. The device is still implanted. No lot # was provided, so a manufacturing record review could not be performed. Conclusion: the definitive root cause of the event cannot be determined from the given information.

Event description:
It was reported that; the dislodged blocker by CT images on follow up after procedure. It has been dislodged already just post procedure. But the dislodged blocker will not be removed out of patient body and no treatment in this time.

Event description:
It was reported that; the dislodged blocker by CT images on follow up after procedure. It has been dislodged already just post procedure. But the dislodged blocker will not be removed out of patient body and no treatment in this time.